Manufacturer narrative:
Investigation revealed the implant broke approx in half. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part /lot combination. The complainant's event is typically caused by improper bone preparation (hole too small) resulting in the need to apply excessive twisting force and leveraging. This event was attributed to misuse.

Event description:
It was reported that the implant broke during surgery and a piece of the implant remains in the pt. The customer has not reported any adverse consequences as a result of this event. No further pt info is available from the customer. This device is used for treatment.